Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
This lead was explanted due to a product performance issue. No other information was provided. Should additional information become available, this file will be updated.

Manufacturer narrative:
Additional information received: this right ventricular (rv) lead was explanted due to high thresholds. Another lead was successfully placed. No additional adverse patient effects were reported. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.